Event description:
Please refer to initial MFR. Report # 9611500-2018-00284.

Manufacturer narrative:
The investigation was done in cooperation with the hospital's biomed who was seeking draeger's assistance for troubleshooting. According to the reported symptoms draeger recommended to replace the vent motor unit. The biomed installed a motor from a different workstation for a trial and reported back that the motor replacement solves the problem. Consequently, he ordered the respective spare part. The old motor was returned to draeger for evaluation. A first test demonstrated that the motor did not start rotating at the specified minimum operation voltage. The initial analysis could be confirmed after disassembly and visual inspection: the collector disc had wear and tear-related furrows and burn marks resulting in contact problems during rotation. The unit was in operation for more than thirteen years and has reached the end of its useful life. During operation, the measured motor speed is being compared continuously to the calculated one. An abraded collector disc will lead to variations in speed which may cause an indifferent ventilator piston position. Since such state may result in serious equipment damages the workstation is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation remains possible in that case. No patient consequences have reportedly occurred; the number of similar cases, related to the same root cause is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator stopped working during a case, having error codes v040- motor slow, v041- motor stalled. No patient injury reported.